Event description:
Related manufacturer reference number 3006705815-2021-05146 it was reported that effective therapy was never established. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Corrected data b5 - describe event or problem b3 - date of event medical device problem code the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-05146. It was reported that the lead was not apparently placed correctly. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. It¿s unknown which lead was placed incorrectly, and both are being reported.